Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm the homechoice (hc) machine, it was reported that the home patient (hp) was using a drain line extension that was several days old. The technical service representative (tsr) had the hp disconnect the extension, drain into a container, close all oft he clamps, and end therapy. The tsr instructed the hp to start therapy over with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.